Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up #1 12/31/2015. Additional information: the pump was returned and dispositioned on 05/12/2014, before investigation of this complaint could be completed. The pump was no longer available for investigation of the alleged moisture ingress issue.animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Correction: d4 suspect medical device serial # (B)(4).

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. Reportedly, moisture was observed behind the display. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.